Event description:
Customer reported a malfunction with their insulin pump, indicated by malf 12 code, and confirmed similar issues occurred at least three times previously. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump and instructed the customer to put the malfunctioning pump into storage mode and return it within 10 days using a pre-paid label, which the customer understood and acknowledged.